Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a 56mm evoque procedure in tricuspid position whereby on day one (1) day post-procedure, the valve tilted anteriorly into the right ventricle (rv), with loss of capture of the anterior leaflet. The patient remained stable and underwent surgery to remove the valve. The patient recovered well. It was further reported that the patient had unusual anatomy.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Image evaluation was performed which states that within the procedural trans-esophageal echo (tee), there is evidence the 56 mm evoque valve is deployed too ventricular, >10 mm on the anterior/lateral aspects. There is evidence of minor valve instability. The post-procedural transvalvular tr is qualitatively trace. There is qualitatively moderate anterior, septal, posterior paravalvular leakage. The tv mean inflow gradient measures 1 mmhg at 56 bpm. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labeling review. The complaint for " malposition - valve embolizes into ventricle" was confirmed based on empirical evidence. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Procedural tee review indicates the 56 mm evoque valve was deployed too ventricular due to incorrect anterior depth, with minor instability and moderate pvl; contributing factors include catheter shadowing and a flail leaflet. Although no imaging was provided of the embolization, it is likely that the ventricular deployment led to the valve embolizing into the ventricle. Therefore, the complaint is confirmed empirically and was likely due to procedural factors. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Therefore, the most likely cause of this event is due to operational context. No information received or available suggests that the technical summary does not apply, therefore no further evaluation such as product evaluation is required for this event.